Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with the blood glucose level of over 200 mg/dl. Customer stated that the cannula was bent. Customer was treated with insulin drip. Customer experienced vomiting and chest pain. Customer declined for troubleshooting of high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information has been clarified. The information has been included with this report. (B)(4).

Event description:
The customer's weight was (B)(6).